Event description:
Device interrogation at office visit revealed that the pt's device was programmed to oma output current instead of to prescribed settings. User error during previous programming session is suspected. Investigation to date has been unable to determine the cause of the suspected programmed anomaly.